Event description:
The manufacturer received information alleging a ventilator display screen was moving on its own, so the settings may also change on its own in the future. The issue was not fixed by powering off once, it came to be fixed when the unit was started up 30 minutes later. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the complaint that the screen display moved on its own and was unable to be selected such as settings, was not confirmed. However, the screen display is readable, and touch operations are performed properly. There were no error records indicating an abnormality found in the device event log. Based on the evaluation it was determined that a temporary malfunction may have occurred in the display or display board. The display and display board have been replaced to prevent recurrence to address the issue.